Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) levels were from the 300 mg/dl range to the 500 mg/dl range, with a small trace of ketones. The bg levels were addressed with either a bolus delivery via the pump or a manual correction injection. Reportedly, the customer was able to load a cartridge successfully after each occurrence, and had manual insulin injections available as alternate insulin therapy.